Event description:
Affiliate reports that the doctor installed microsensor skull bolt, which was not possible to adjust zero. Reviewing the catheter, they observed that it lacked the sensor at the end.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. During evaluation, the supplier reviewed the quality records and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: the sensor and sensor case appears to have been pinched off and is missing. No testing was possible. Based on the above evaluation, the supplier was able to determine the cause of the failure to be customer related improper use. The exact cause of how this occurred, however, could not be precisely determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this compaint is considered closed.